Manufacturer narrative:
Actual device was not returned, but two other returned parts from the same lot number were sent to the lab to be cultured. The inspection records were reviewed and no relevant nonconformity was observed. Product has certificate of conformance. This line of product is biocompatible per (B)(6) (B)(4). This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
Neolead ECG electrode allegedly caused blistering.